Event description:
Boston scientific received information that this device was returned with faults associated with electrocautery and high energy output. No adverse patient effects or field allegations were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.